Manufacturer narrative:
The investigation for the reported low pump flow issues has been completed. The impella device has been returned for evaluation. The pump and purge cassette were returned and both operated without issue. Clinical details were sufficient to determine the cause of the issue were user and patient condition related. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient was implanted with an impella cp device for mechanical circulatory support. It was reported the pump was emitting purge alarms with no flow detected. The patient was also starting argatroban since patient came back heparin induced thrombocytopenia (hit) positive and bicarb in purge. The pump was removed and replaced.